Event description:
It was reported that on a carelink report it was found the right ventricular lead had increased thresholds, r-wave sensing margins were not maintained and there was a lead warning for high impedance. The impedances were stable around 2000 ohms, but a review of the report noted about six months ago that abruptly there was an increase in impedance to 2700 ohms and the thresholds from 1.5 volts to max output for capture management. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.